Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image was not confirmed. The root cause of the events was unable to be specified. It is presumed that the event occurred due to the damage of the image sensor unit (disconnection) or breakage of the mounting components (chip, capacitor) of the electric board due to use stress, external factors, or handling. It was also noted to have assorted scratches and a dirty switch button one. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device record review confirmed the latest repair history was on june 19, 2023. Items pointed out by customer distal end image disappears-repaired items pointed out by reception insertion section a-rubber scratched-replaced insertion section a-rubber glue chipped-replaced distal end abnormal image due to lens peeled off -repaired distal end white dots in the image-repaired control section angulation lock lever is heavy -repaired. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer during inspection for use the endoeye flex deflectable videoscope images do not appear. The unspecified procedure was completed with a similar device. There were no reports of patient, user harm or procedure associated with this event.